Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to other medical reasons. This is due to during initial implantation on (B)(6) 2016, some plastic film was used which moved to the middle ear causing an infection (non-device related). It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.